Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for the past two weeks the patient had not had any improvement in symptom control. When asked, the patient there had been no changes to their diet or medications. With instruction, the patient connected to their implant and tried to increase the stimulation, however, they received the message that stimulation was at maximum settings and they couldn't increase any higher. The patient tried all other programs and received the same message on each of them and at a lower setting than the initial program. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to schedule an appointment to check their internal device. The patient stated they didn't currently have a managing physician, however, they stated the clinic no longer took their insurance. The patient declined physician listings and stated they would look online to find a new urologist. The patient stated they would also call their previous clinic and ask to schedule an appointment. The patient stated they had their manufacturer representative's (rep) phone number and may contact them as well. Additional information was received from the patient. When asked the most likely cause of the max settings message, the patient reported the device was not working. The patient stated they contacted the manufacturer and saw a manufacturer representative (rep) on 2025-feb-14. The patient stated the rep was supposed to call them back later that week with info but they hadn't heard back. The issue had not been resolved. The patient stated the cause of not being able to adjust stimulation was unknown. When asked the most likely cause, the patient repeated the device was not properly working and no one knew anything. The patient stated they paid for nothing. The patient stated they were going to contact medicare and humana to file a grievance. The issue had not yet been resolved. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the message that the st imulation was at the maximum setting was unknown. The hcp noted the likely cause of this issue as being "pt (patient) fell and device stopped working. Pt referred to new urologist. We don't take patient's insurance here anymore." When asked the steps taken/will be taken towards resolution, the hcp noted "patient came in, x-ray performed, pt informed pt needs new urologist to replace device." It was unknown to the hcp if the issue has been resolved. When asked the cause of not being able to increase any higher, the hcp noted that this was determined and noted the likely cause as being "pt fell." When asked the steps taken/will be taken towards resolution of this issue, the hcp indicated "rep aware as well and was in contact with patient." It was unknown to the hcp if the issue has been resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.